Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation as it was discarded by the user facility. The result of the investigation was inconclusive and the root cause unknown. The current IFU (instruction for use) states the following. Once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU (instructions for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported the doctor could not deflate the balloon completely, so he had difficulty removing it through the sheath. A 6f sheath was used. The balloon was removed with the sheath. There was no patient injury reported.